Event description:
Complainant alleged that while attempting to defibrillate a 64 year old male pt, the electrodes would not adhere to the pt's skin. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation and this complaint is still under investigation.